Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). Baxter contacted the nurse regarding the use error. The nurse stated that she was not aware of this issue. The nurse stated that the patient is doing fine and continuing therapy without any issues. The nurse would review proper procedures with the patient. No patient injury or medical intervention was indicated. This complaint for a user error was confirmed. The cause was determined to be the patient tried to reconnected using the same supplies. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A home patient (hp) contacted (B)(4) requesting assistance to bypass the initial drain on the homechoice (hc) machine. The technical services representative (tsr) assisted hp with troubleshooting steps. The hp stated she was trying to reuse supplies. The tsr advised the hp to start over with all new supplies and to call back to bypass I-drain. There was no patient injury or medical intervention.